Event description:
Download date from a (B)(6) male patient revealed several battery faults. Zoll customer support contacted the patient and issued him a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon evaluation the battery pack would not recharge and was unable to power up a test monitor and showed an 0f80 battery fault. The battery end cap was damaged and the white wire was broken at the battery cell. The root cause for the damaged battery casing and broken wire could not be positively identified, but the damage was likely the result of the battery pack impacting a hard surface. No adverse event resulted from the broken battery wire. The patient was issued a replacement battery pack.